Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low blood glucose level of 2.1 mmol/l. Customer did not mention any symptoms or how they treated low blood glucose. The customer was using the insulin pump within 48 hours of the event. The customer did not allege that the insulin pump was under delivering. The customer declined the troubleshooting for low blood glucose. The insulin pump will not be returned for the analysis.